Manufacturer narrative:
An investigation was performed based on the gathered complaint information. When reviewing similar reportable events registered since 2010 for maxi sky 600 and similar ceiling lifts, we have not found any case with the same or a similar fault description compared to the one investigated here: slotted spring pin slid out from the spreader bar assembly. Given the circumstances and sequence of the events, this particular complaint appears to be an isolated occurrence. The involved ceiling lift was inspected and put through a function test by the arjohuntleigh representative who visited the customer site. The spreader bar pin was found to be broken and detached from its assembly. From that perspective, the device was not up to specification at the time of the incident. Based on the collected information, photographic evidence and findings made during the inspection of the spreader bar conducted by the (B)(4) manufacturing site's technical department and external supplier of spreader bars , we (arjohuntleigh) have been able to establish the following: - the dimension of the complaint spreader bar components (union tube and pivot arm ) were inspected and found to be up to the manufacturer specification; - the specifications for the spring pin were reviewed. Sub component 000.00828 is a 3/8'' x 1 ?'' High carbon spring pins. The specifications indicate the recommended hole size is 0.375 to 0.382 inches (9.525 to 9.70mm), therefore the design of the parts (union tube and pivot arm) are deemed to be adequate. The design of the involved component is not deemed likely to cause or contribute to the reported event. - the spring pins were measured prior to insertion by the external supplier and were found to be within specification requirement. All the other relevant parts from the involved batch were also inspected and no anomalies were found. - the spring pin was found to have a longitudinal crack and was in a compressed position. It was in a condition which allowed it to slide through the other parts. Through our extensive review we have been able to establish that the spring pin appears to have been subjected to stress concentration. We evaluated the three main causes that could have allowed this to occur: 1. Impact loads: the condition of the device did not allow identifying whether impacts to the spreader bar had occurred. Although some paint scratches were identified, it did not allow to conclude or eliminate this factor. 2. Hole elongation: if the hole that receives the spring pin is oval, it could cause stress to concentrate at 180 degrees from the slot. However, the holes receiving the spring pin were not found to be elongated and from that perspective this factor can be excluded. 3. Hydrogen embrittlement: hydrogen embrittlement did not appear to be a factor in the current event, as the standard spring pin were not deemed likely candidates for hydrogen embrittlement because of the material thickness. What is more, no other breakages , cracks or other defects in pin material was found. The above review combined with the finding this is the single complaint with such a description, leads us to conclude it is not likely the root cause is related to design. Since the lift was produced in february 2011 and has been in use for years, it also appears unlikely to have been caused by a manufacturing error or material defect. We are not able to establish the exact cause of reported failure - breakage of spreader bar pin. However the investigation findings revealed that dislocated pin would have been easily to detect. It should be also emphasized that as with all of our devices and their components, care must be practiced so as to preserve the quality and life of the device and its components. In accordance to instruction for use, that is attached with each maxi sky 600 ceiling lift (IFU_001.14150.33) before every use the inspection of the spreader bar for a damages or cracks should be conducted by the user. In summary, the device was being used at the time of the event and played a role in the reported incident. There was spreader bar deficiency found and from that perspective the system was not up to specification at the time of the incident. Given the circumstances and sequence of the events, this particular complaint appears to be an isolated occurrence for ceiling lift devices. We are going to monitor the similar nature of complaint and if these would arise, initiate the appropriate actions.

Manufacturer narrative:
(B)(4). Additional information will be provided following the conclusion of the investigation.

Event description:
On (B)(6), arjohuntleigh received a complaint where it was indicated that the spreader bar of the maxi sky 600 detached. It was described that after lowering the patient into the bath tub, the 2- point spreader bar disengage from the spreader bar assembly and landed on the resident's lap. There was no injury reported.